Manufacturer narrative:
Device was used for treatment, not diagnosis. Egol k., weisz, r., hiebert, r. Tejwani, n., koval, k., sanders, r. (2006). "Does fibular plating improve alignment after intramedullary nailing of distal metaphyseal tibia fractures?". Journal orthopaedic trauma, volume 20, pp. 94-103, united states. This report is for unknown synthes intramedullary nails, unknown quantity, unknown lot. UDI #: unknown part number, UDI unavailable. (B)(6). (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following literature article : egol k., weisz, r., hiebert, r. Tejwani, n., koval, k., sanders, r. (2006). "Does fibular plating improve alignment after intramedullary nailing of distal metaphyseal tibia fractures?". Journal orthopaedic trauma, volume 20, pp. 94-103, united states. The purpose of this study was to evaluate whether fibular fixation was associated with a lower incidence of axial malalignment after surgical treatment of distal metaphyseal tibia-fibula fractures treated with locked intramedullary (im) nailing. The study included 79 patients split into two (2) groups: group 1 consisted of 18 men and 6 women with an average age of 41.6 years; group 2 consisted of 31 men and 16 women with an average age of 43.1 years. Complications reported were one (1) death related to adult respiratory distress syndrome in a multitrauma patient. One patient developed a deep flap infection, one patient developed an infected im nail after union which required removal of the nail 6 weeks postoperatively, two patients underwent prophylactic bone grafting 8 weeks postoperatively, ten patients developed a delayed union or non-union which required exchange nailing (4 procedures), dynamization (1 procedure), iliac crest grafting (8 procedures), and two patients underwent removal of the nail and conversion to plate and screw fixation. This is report 1 of 1 for (B)(4). This report is for 6 synthes im nails: one (1) 9mm, three (3) 10mm, two (2) 11mm.